Manufacturer narrative:
A related event at the customer's site on (B)(6) 2013 is documented in MDR# 2050012-2013-00132.

Event description:
A customer reported to beckman coulter that the unicel dxc 800 pro synchron clinical system leaked fluid at the top of the reagent probe b tubing. There was liquid at the top of the probe but it was not dripping. The customer retested previously tested patient samples and found that the system generated erroneously low amylase results for two patients on (B)(6) 2013. (Please note the patient information in section a represents patient #4 only.) The customer indicated that the incorrect results were not released out of the laboratory, and therefore there was no change to patient treatment. The customer was wearing gloves and a lab coat while troubleshooting the leak, and there was no report of injury. Beckman coulter field service engineer (fse) replaced the reagent probe b tubing that had loose connection, and resolved the issue.